Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.